Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire was broken in two with the more distal part within the introducer sheath and the more proximal part outside the sheath. The proximal contact was kinked. The main coil was advanced out of the introducer sheath. The introducer sheath was noted to be cut in two. The main coil had multiple kinks and stretches. The main junction was bent. The delivery wire was kinked and bent. No other anomalies were found. From the information provided the device was confirmed to be in good condition prior to use. It is probable that the coil delivery wire break is related to the manner in which the device was handled. Therefore, a root cause of handling damage has been assigned to the reported event.

Event description:
Analysis of the returned device found that the coil delivery wire was broken. There were no clinical consequences to the patient.